Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a prostyle device using the pre-close technique via a 7f sheath hole prior to a, endovascular aneurysm repair (evar) interventional procedure. Reportedly, resistance was noted lowering the lever, and was unable to return to the original position. Therefore the footplate was not fully retracted. The device was ultimately removed from the anatomy without intervention. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 11f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI # is not known as the part and lot number were not provided.